Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed inside the steerable guide catheter (sgc) post dilator removal. Troubleshooting was performed and was unsuccessful. As a result, the sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash (loss of fluid column) and air/gas in the device cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch report 1000870000-2026-8025 received that states "describe the event or problem: equip malfunction. Removed from body intact. No pt harm. What was the original intended procedure? Transesophageal echocardiographic-guided transseptal puncture and placement of a mitraclip xtw at a2/p2. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known; preexisting characteristics that may have contributed to the event: coronary heart disease; diabetes; stroke; hypertension; is this a single-use device that was reprocessed and reused on a patient? No" it was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), atrial fibrillation (a fib), congestive heart failure(chf), obstructive sleep apnea(osa), coronary heart disease, diabetes, stroke and hypertension for a mitraclip procedure. During the procedure, air was observed inside the steerable guide catheter (sgc) post dilator removal. Troubleshooting was performed and was unsuccessful. As a result, the sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.